Manufacturer narrative:
The devices for the three malfunctions have not been returned for evaluation; therefore, the investigation is inconclusive for dislodging or dislocation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 600660 dialysis catheter allegedly experienced dislodging or dislocation. This information was received from a single source. The malfunctions involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.